Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6).

Event description:
Litigation alleged severe injury, pain, discomfort, increased metal levels within the blood, emotional distress, disability, and disfigurement. Doi: (B)(6) 2007; dor: not reported; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: b5, b7, d6b, d10 and h6 (patient) corrected: g1.

Event description:
After review of the medical records, the patient was revised to address pain with elevated cobalt levels and metallosis. Operative note reported heterotopic ossification and scar. There was metal debris and synovectomy was performed. Little bone ingrowth in the acetabular component.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to what previously alleged, pfs alleges discomfort, issues on flexibility, lifting legs, walking, anxiety due to limited physical activities, emotional distress and decreased range of motion.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.